Event description:
It was reported by service report that the side rail was broken in half exposing sharp edges. The side rail could not be latched up. No pt involvement or adverse consequences are reported.